Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident was 14.4 mmol/l. During troubleshooting the caller verified that the alarm occurred shortly after a battery change. The device had not been stored or out-of-use for an extended period of time. The insulin pump was not returned for analysis.